Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) indicated that there was no anomaly found.

Event description:
The manufacturers' representative (rep) reported that the implantable neurostimulator (ins) did not work during an implant procedure. The device that did not work will be returned for analysis. There was no further information provided about this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.